Event description:
A discordant falsely depressed vancomycin (vanc) patient sample result was obtained on a dimension vista 1500 system. The falsely depressed patient result was not reported to the physician. The same sample was reprocessed on the original and an alternate dimension vista 1500 system. A higher result was obtained, considered correct and reported. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed patient result.

Manufacturer narrative:
A united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding a falsely depressed vancomycin (vanc) patient sample result obtained on a dimension vista 1500 system. Siemens healthcare diagnostics headquarters support center (hsc) reviewed the information provided by the customer. Hsc concluded that the cause of the event was attributed to an atypical calibration. Use error contributed to the event. The calibration exceeded auto-acceptance criteria but the atypical calibration was manually accepted. Quality control was in range after a recalibration and no similar issues were noted with other patient samples prior to the inaccurate results as well as after the method calibration. Repeat of the same sample yielded expected results. A potential product issue was not identified. The customer is fully operational. The device is performing according to specifications. No further evaluation is required.